Event description:
Caller reportedly received the following results on an compact plus meter, compared to a professional meter, within 10 minutes: hi (greater than 600 mg/dl) (compact plus) and 210 mg/dl (hospital meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.